Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system could not perform image acquisitions. To restore functionality, the power supply was replaced and voltage subsequently adjusted. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the 3d spin was interrupted. Medtronic received information that the 3d image acquisition could not be completed as the generator was not readied.